Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image and error code e226 occurred due to internal breakage of the cable. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, one of the error codes (e226) was confirmed as was the reported damage to the universal code. Additionally, the unit was not displaying an image at all. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd 3cmos autoclavable camera head was experiencing a poor-quality image issue during procedure preparation. According to the initial reporter, the image appears with a disturbance present, then would appear normal for a short while following a power cycling of the subject device. Reportedly, the user stopped with the subject device and changed to another system to continue the intended procedure. There were no reports of patient harm as a result of this event. An olympus field service engineer (fse) was dispatched to the user¿s facility and discovered that the unit had deteriorated universal cord and error codes e216 & e226. Present. This report is being submitted to capture the error codes confirmed by the olympus fse.